Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarms noted during testing. The device had minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 149 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.